Manufacturer narrative:
Concomitant product(s): addrs1 ipg, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, and high, unstable threshold. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.